Manufacturer narrative:
(B)(4). Product surveillance contacted nurse (B)(6) on (B)(6) 2011 regarding the burning smell. The nurse stated that the hp or cg did not report the burning smell to her, and added that it must have been resolved, otherwise they would have notified her.

Manufacturer narrative:
(B)(4). Correction/additional information: the device became available. The reported issue of burning odor was not confirmed or duplicated during the evaluation performed by the pal (product analysis lab). The device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. There were no problems found during an internal inspection; no evidence of overheating / burning odor found within the device. The cause for the burning odor was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the burning odor. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp)'s caregiver (cg) contacted baxter's technical service center reporting that he had smelled something burning in hp's room the night before and thought it was coming from the homechoice (hc) machine. The cg stated that the only electrical device that was on was the hc machine even though the machine completed therapy without any alarms. The technical service representative (tsr) advised the cg to check outside the hc machine for any visual electrical damages or scents. The cg stated he could not see any indication of electrical damage coming from hc machine. The cg also revealed that he had been running the furnace the night before. The tsr advised cg that as long as the hc machine completed therapy with no alarms or any visual damage, the hc machine was okay to use. The tsr also advised cg to leave the hc machine on all day with a solution bag on top to see if the burnt scent is recreated, and if so, call baxter for possible swap of the hc cycler. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The hc device is still in use, therefore an evaluation could not be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.